Event description:
A report was received that the pt was burned by the charger 1.0. The burn was the size of the charger and was located on the lower left side of the body. The physician assistant prescribed a topical cream for the burn. No further info is available.